Manufacturer narrative:
The returned device was visually inspected and functionally tested by the beta bionics failure investigation department. After an analysis of the returned device, the complaint has been confirmed as device logs showed urgent low glucose alarms were triggered at the time of the reported event. Additionally, the patient changed their entered weight three times in 13 days. The user guide states the following: "caution: check that the body weight you entered matched the guidance provided by your healthcare provider. An incorrect body weight entry may result in the over-delivery or under-delivery of insulin relative to your insulin needs." This is followed by a warning statement, "do not change your body weight in your ilet device without consulting your healthcare provider first." The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event change.

Event description:
It was reported on (B)(6) 2023 an ilet patient ate dinner and gave themselves an insulin bolus. At this time the patient's blood glucose levels were reported to be between 130-140 mg/dl. Later that night the patient felt like their blood glucose levels were getting low. Then the patient's continuous glucose monitor indicated their blood glucose levels were going below 54 mg/dl. The patient performed a finger stick test and the blood glucose reading was 43 mg/dl. The patient attempted to get sugar but was unable to do so. The patient's spouse had to assist the patient with drinking juice. The patient was asked about their continuous glucose monitor calibration. The patient didn't remember the exact readings, but stated it was no more than 5-10 points off. The patient recovered and is reported to be ok.